Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, and there was asystole noted on the monitor. There was noted to be a pacing problem with either oversensing or non-ventricular capture. The right ventricular (rv) lead exhibited unstable thresholds and intermittent capture. It could not be determined if the problem was related to the rv lead, or with the implantable pulse generator (ipg). The lead was capped and replaced, and the device was explanted and replaced on the right side due to occlusion on the left side. No further patient complications have been reported as a result of this event.